Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No failed battery alarm and no battery out limit alarm; the low reservoir alarm functioned properly during our testing. The insulin pump was received cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 42 mg/dl. Customer's blood glucose at time of call was 221 mg/dl. During troubleshooting, device alarmed failed battery test alarm. Device then alarmed weak battery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.